Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016 the transmitter kept losing signal. There was no report of injury or medical intervention. No additional event or patient information is available.